Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27 mm watchman laa closure device and delivery system (wds) were used. The 27 mm wds did not fully occlude the laa. The device was recaptured and removed. A 30 mm wds was then advanced. The closure device was deployed and met all criteria so was therefore released in the laa. There were no issues during the procedure and nothing abnormal noted on imaging post implant. The procedure ended at 12:00 p.m. On (B)(6) 2018. During the evening the patient experienced a decrease in blood pressure, cold hands and feet and became unconscious. Sometime after midnight on (B)(6) 2018, the patient died. The cause of death is unknown. An autopsy is not being performed.